Event description:
The customer alleges there's a leak at the level of the wall connection. No pt injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.